Event description:
It was reported that during an unknown procedure, the tip broke when the surgeon was cutting the tissue. No patient consequences were reported.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.